Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level was 22.2 mmol/l. Troubleshooting was done for high blood glucose. Customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer stated that they did received sensor updating error. Customer was using auto mode feature at the time of reported high blood glucose level. Based on customer's report customer did not allege insulin pump was under delivering. Insulin pump will not be returned for analysis.